Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported receiving several e4 (occlusion) errors in 2009 and the next day, and experiencing elevated blood glucose of 580 mg/dl. The pt changed the infusion set, insulin cartridge, and battery but was not able to resolve the issue. The pt was hospitalized for 2 days in the intensive care unit. No further info is available. The infusion device was replaced and requested to be returned for eval.